Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 355, 335, 303 and 322 mg/dl. The customer¿s expected am fasting blood glucose test result is 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 04/30/2024 and open vial date was not disclosed. The product is not stored according to specification (bathroom). The customer did have another vial of test strips that had been stored and handled correctly: lot number zb5177s, manufacturer's expiration date is 09/19/2024. During the call, a back to back blood test was performed by the customer am fasting and produced test results of 131 mg/dl and 132 mg/dl using true metrix air meter; customer was satisfied with the results obtained. The meter memory was reviewed for previous test result history: result 1: 355 mg/dl, date: (B)(6) 2024 ,time: 5:56am fasting . Result 2: 335 mg/dl , date: (B)(6) 2024 ,time: 5:53am fasting. Result 3: 335 mg/dl , date: (B)(6) 2024, time: 5:51am fasting. Result 4: 303 mg/dl, date: (B)(6) 2024, time: 5:50am fasting. Result 5: 322 mg/dl, date: (B)(6) 2024 , time: 4:48am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.